Event description:
It was reported the pt has been experiencing discomfort at the ipg site since losing weight. The pt experiences the discomfort when she sleeps on the side where the ipg is located. The pt may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.